Event description:
It was reported that the system 9900 would not initialize and the system was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system needed to have the software reloaded. With the software reloaded there was no longer a problem with initialization. The system was tested and found to be working as intended and placed back into service.